Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock. It was further reported short v-v intervals were observed and a right ventricular lead fracture was suspected. The lead was also noted to have been implanted after the use before date. The lead was capped and replaced with a new lead. No further patient complications have been reported as a result of this event.